Event description:
The radiology tech was preparing for a CT with contrast. The tech removed the sterile disposable syringe and tubing from the packaging and began to prime it with normal saline and contrast. As the tech was priming the tubing, the tubing separated from the t-connector. There were no visual defects noted prior to setting up the equipment and the packaging was intact. This is the second event we have had with this equipment and the same scenario in less than one month. Staff does not know why this is occurring. The tech obtained another device from the same manufacturer & lot number & primed it without any problems. No patient was involved in this event and no staff was harmed.manufacturer response for kit, syringe, CT injector, stellant:======================a complaint specialist at medrad, was notified. We are awaiting instructions from the manufacturer to return the device for their investigation and analysis.